Event description:
A (B)(6) male pt¿s wife contacted zoll customer support to report that the pt¿s monitor was making a humming, screeching noise and then the screen went blank. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is currently underway. The reported problem (humming, screeching noise/blank screen) has been confirmed. As received, the monitor was resetting. During servicing, there was a segmentation fault while performing the flash memory test. The cause of the resets is the flash memory failure. The cause of the flash memory failure has been isolated to flash components (u102 and u105) on the computer analog (ca) board sn (B)(4). A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective monitor. The pt received a replacement monitor.